Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged. The usb charging port on the pump was noted to be very loose. Earlier in the week, the pump had been attempted to be charged multiple times without success. Subsequently, the pump shut off, as it was unable to be charged. The customer's blood glucose (bg) level was in the 400s range (mg/dl) with a small amount of ketones. The customer took a manual injection.